Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. Data was sent for engineering analysis. Analysis showed that the device was exhibiting premature depletion. Reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. Data was sent for engineering analysis. Analysis showed that the device was exhibiting premature depletion. Reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial MDR in block d6a(implant date). Correction to the initial MDR in blocks patient identifier and initial reporter title. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. Data was sent for engineering analysis. Analysis showed that the device was exhibiting premature depletion. Reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. Device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial MDR in block d6a(implant date).

Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. Data was sent for engineering analysis. Analysis showed that the device was exhibiting premature depletion. Reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. Device was explanted. No additional adverse patient effects were reported.